Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device. There were some signs of clinical usage and some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a tear and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "would not activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure and during branch litigation, upon insertion into the harvesting cannula, the vasoview hemopro 2 endoscopic vessel harvesting system would not activate when performing branch ligation. The harvester reported removing the device and retesting with proper activation noted. Upon re-insertion it did not activate properly. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.